Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One (1) used sample was received for the investigation. During visual evaluation, it was noticed that the sample received was incomplete. A functional evaluation could not be performed with an incomplete sample. Therefore, the reported condition is not confirmed, and root cause of the reported issue could not be determined at this time. A corrective action is not applicable at this time. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the tubing was leaking at the connection of the spike set. There was no harm to the patient.